Event description:
It was reported by service report that nurse call was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged mounting screws on nurse call communication cord.